Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 13-nov-2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal to mid left anterior descending artery. A 3.00 x 16mm synergy ii drug eluting stent was advanced but failed to cross due to calcification. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage. Device evaluated by MFR: synergy ous mr 3.00 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.